Event description:
A patient underwent a laparoscopic low anterior resection procedure due to chronic diverticular disease. The anastomosis was created with the colonring device. Three weeks following the procedure, the patient underwent colonoscopy due to rectal pain (with persistant pelvic pressure, difficulty evacuating and urinary dysfunction). Digital rectal exam was normal. The ring was still in its location. It was decided to leave the ring and follow the patient for ring removal. The patient passed the ring a few days later.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions (B)(4)) and the importer (niti surgical solutions (B)(4)), as niti surgical solutions (B)(4) serves as the designated complaint handling unit for both facilities. The device was not available for evaluation, however, the production history files were reviewed, indicating that the device was released pursuant to the product specifications. No conclusions as to the cause of the pain could be drawn based on the available information. Based on the accumulating clinical experience with the device, very few patients complained of any pain associated with the ring. The patient has previously underwent a vaginal hysterectomy and oophorectomy and at present was suffering from pelvic pressure, difficult evacuation and urinary dysfunction. Since the anastomosis was intra abdominal and not pelvic it is suggestive that given the past history of the patient they may be related to the urinary system or previous surgery in the pelvic area.